Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction, thrombosis and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 2.5 x 28 mm xience prime stent in the mid left anterior descending (lad) artery. Coronary angiography was performed during follow up visits on (B)(6) 2014, (B)(6) 2015 and (B)(6) 2016 and no restenosis was noted in the mid lad; however, stenosis was noted in the proximal lad. On (B)(6) 2017, the patient had complaints of chest pain and it was thought to be unstable angina. On (B)(6) 2017, the patient was hospitalized with an acute myocardial infarction (mi). Electrocardiogram noted t-wave changes. Emergency coronary angiography was performed and noted thrombosis and stenosis in the proximal lad and in the stent implanted in the mid lad. Thrombus aspiration and atherectomy were performed, and a 3.0 x 32 mm non-abbott stent was implanted in the proximal lad. No additional information was provided.